Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the cmos video image freezing. Based on the result, we concluded that it was caused due to the physical damage applied on the cmos-m with drive pcb. In addition, we confirmed that the bending rubber cut; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.